Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a surgical procedure on the patients foot with screws approximately 3 years ago. The patient has pain and sensitivity where the metal is located. The patient states claims to have a nickel sensitivity. The patient also stated that the screws are loose.

Event description:
It was reported that the patient underwent a surgical procedure on the patients foot with screws approximately 3 years ago. The patient has pain and sensitivity where the metal is located. The patient states claims to have a nickel sensitivity. The patient also stated that the screws are loose.

Manufacturer narrative:
Correction: h6 results, conclusion. The complaint could be confirmed, since the returned information for evaluation matches the alleged failure, although the product wasn¿t returned for evaluation. An inspection of the images together with medical professional has shown the following: 2 screws are visible on the received images. The second screw doesn¿t seem to be a problem. Further evaluation of the received information revealed the following: dar-fire 2.0 screws are made from raw material ti6al4v (ti titanium, al aluminum, v vanadium, fe iron, o oxygen, n nitrogen, c carbon, h hydrogen). Based on that, ti6al4v is not made with ni nickel, co cobalt and cr chromium, which are known for body intolerances. In this regards ti6al4v is referred as non-allergic material. For further and detailed information to the material of the screws implanted we would need the article and lot combination of the products. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.